Manufacturer narrative:
A visual examination of the returned device revealed no issues. The entire length of the wire was examined and no anomalies were observed. It was noted that the pebax tip was intact and did not have any section missing. In addition, the ptfe jacket did not show any evidence of damage. The device appeared to not have been used. The site was unable to confirm whether the correct device was returned for evaluation. The condition of the returned device was not consistent with the complaint incident that the tip of the guidewire fell off into the stomach of the patient. The returned device met all specifications. Therefore, the most probable root cause is "not confirmed." A labeling review was performed and no anomaly was found.

Manufacturer narrative:
Patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with lithotripsy on (B)(6), 2011. According to the complaint, during the procedure, the tip of the guidewire detached inside of the patient. The wire fragment is within the patient's duodenum. An attempt was made to recover the fragment but was unsuccessful. The physician believes the fragment will pass naturally and does not have any concerns regarding the patient. There were no patient complications and the patient's condition was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with lithotripsy on (B)(6), 2011. According to the complaint, during the procedure, the tip of the guidewire detached inside of the patient. The wire fragment is within the patient's duodenum. An attempt was made to recover the fragment but was unsuccessful. The physician believes the fragment will pass naturally and does not have any concerns regarding the patient. There were no patient complications and the patient's condition was reported to be "fine."